Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. This non-conformance involves a pediatric dpt that had a leak in the pressure tubing near at the junction of the tee and sensor. If this non-conformance were to occur during use, it has the potential to result in minor blood/fluid loss. This device is used for monitoring pediatric arterial blood pressure and blood sampling. Since these devices are indicated for pediatric patients whose blood volume is much smaller than an adult, they cannot tolerate blood loss as easily as adults. A leak in the system may cause a dampened waveform to be displayed on the patient monitor, thereby alerting the clinician to start the troubleshooting process. This non-conformance may cause a delay in the procedure while the product is exchanged. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use in umbilical artery of this disposable pressure transducer (dpt) there was a blood leakage at one of the connections of the 3-way stopcock with the catheter's port. It was reported there was blood on the bedsheet and gauze. It was communicated that a blood transfusion was necessary. However, the quantity of blood loss was not reported. The device was not available for evaluation since it was discarded due to contamination.

Manufacturer narrative:
The complaint for the disposable pressure transducer was reported for blood loss in a pediatric patient. The device was not available for evaluation. Additional details regarding patient outcome was requested but not available. A device history record review was completed and documented that device met all specifications upon distribution.